Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2014-03334. The patient had 4 model 3386 scs extensions. Each 2 had the same lot number. It is unknown which extensions are related to this issue; therefore, all are being reported. It was reported the patient's scs extensions were explanted and replaced due to one of the extensions eroding through the skin. The patient was receiving stimulation following the surgical intervention. F/u identified as of (B)(6) 2014 the site of erosion has healed.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.